Event description:
It was reported that this pacemaker exhibited high out-of-range pacing impedance measurements and loss of capture along high capture thresholds on the right ventricular (rv) lead. Subsequently, a revision procedure was performed and the rv lead was surgically abandoned. While the pacemaker was explanted. Both products were successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the b5 for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker exhibited high out-of-range pacing impedance measurements and loss of capture along high capture thresholds on the right ventricular (rv) lead. Subsequently, a revision procedure was performed and the rv lead was surgically abandoned. While the pacemaker was explanted. Both products were successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the returned device found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use. The device was subjected to and passed all automated testing. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the b5 for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker exhibited high out-of-range pacing impedance measurements and loss of capture along high capture thresholds on the right ventricular (rv) lead. Subsequently, a revision procedure was performed and the rv lead was surgically abandoned. While the pacemaker was explanted. Both products were successfully replaced. No additional adverse patient effects were reported.